Event description:
It was reported that during the reprocessing of a da vinci permanent cautery spatula instrument, the staff reportedly observed the cable to have separated. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation could not confirm the customer reported failure mode. Upon visual inspection, no cable or wire was observed to have been damaged. The instrument was placed on the system and subsequently driven, where it successfully passed recognition and engagement functionalities. The instrument was noted to move intuitively with full range of motion in all directions. The instrument electrical continuity test passed. Failure analysis investigation also found a broken ceramic sleeve where an uneven piece was noted missing, thereby exposing the shaft of the spatula. The cause of the damage was likely due to mishandling/misuse. There was no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the ceramic sleeve found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.